Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone that the customer has been having no delivery alarms for over a year. Customer stated that he does feel that it is reservoir that is causing the issue due to going back to old reservoir. It alarmed no delivery alarm while filing the tubing and has issues with getting insulin into them. The customer's blood glucose was unknown. Customer stated the alarm was resolved with a reservoir change. Customer reports the alarm did not occur during manual prime. Unable to troubleshoot at the time of the call. Unable to determine the cause of the issue, will return for analysis. Customer stated he had high blood glucose, is might have been 450mg/dl.

Manufacturer narrative:
Analysis of the reservoir is not required. The reservoir was returned past the expiration date.